Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 weeks prior to contacting lfs. It is not known how the patient manages his diabetes; however, it was reported the patient continued to take his usual dose of medications. After the start of the alleged issue, the reporter claims the patient felt a symptom of sweaty and was sleeping more than usual. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The subject meter turns on when the power button is pressed or when the test strip is inserted. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.